Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of two bands detached simultaneously. Medical device problem code a150203 for the reportable issue of too much force needed for rubber band placement. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. No visible issue was noted with the handle assembly. There was evidence that the trip wire was not secured in the handle slot when received. There were five bands attached on the ligator head with one band broken and the bands were overlapped. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Microscope examination was performed, and it was observed that the teeth of the ligator head were bent. No other issues with the device were noted. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and contributing to the reported issues of difficulty deploying the bands and premature deployment. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). The visual assessment identified that the trip wire was not secured in the handle slot and the handle did not have evidence that the trip wire was previously secured. The IFU states, "secure trip wire in slot on handle unit (step 8 in preparation section)". This could have affected the overall performance of the device causing an inaccurate deployment of the bands and could have resulted in more tension to the components leading to damage to the ligator teeth. Based from the information available, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on march 26, 2021. During the procedure, the bands were able to deploy onto the varices; however, too much force was needed for bands deployment. Additionally, there were two bands that had detached simultaneously. The procedure was completed successfully with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient outcome was reported to be fully recovered.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the bands were able to deploy onto the varices; however, too much force was needed for bands deployment. Additionally, there were two bands that had detached simultaneously. The procedure was completed successfully with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient outcome was reported to be fully recovered.